Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient's ipg was inoperable. It was noted that patient never recharged the ipg. Troubleshooting was done by an abbott representative, and an attempt was made to try to recharge the ipg to no avail. Ipg was also unable to communicate with neither the clinician programmer (cp) nor the patient controller (pc) and did not display in their devices list despite proper use of the magnet. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.